Event description:
Date notified: (B)(6) 2010. A model 706 ventilator (s/n (B)(4)) failed to operate to specifications. An inspection of the device revealed a damaged pt valve. The pt valve was replaced, the device was tested to specifications and returned to the customer. The cause of the failure was due to lack of maintenance by the customer. No death or injury resulted from the device malfunction.